Event description:
It was reported that when using the bd pyxis¿ medbank tower the matrix drawer was failed to open. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4: unique device identifier (UDI) not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter phone. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed to open. The technical support specialist (tss) contacted the customer and provided a solution to resolve the issue by deassigning the item and reassigning it to the correct bin barcode. The customer acknowledged and confirmed the process. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the matrix drawer was failed to open. He customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.